Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, difficulty was observed with extending the helix of this right atrial (ra) lead. The helix ultimately deployed and the ra lead was implanted successfully and the pocket was closed. During the post-operative check, the ra lead was observed to have dislodged into the right ventricle. The pocket was reopened and further issues involving extending and retracting the helix were observed by the physician. The ra lead was eventually explanted and replaced and is no longer in service. No additional adverse patient effects were reported.